Event description:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: initial testing found actual longevity was < 80% of 99.9% longevity limit. Further analysis of the device was done at body temperature where a high current drain condition was noted. Electrical analysis determined current leakage in the battery filter capacitors contributed to the reported battery depletion.